Manufacturer narrative:
The device was evaluated by ventec where the reported issue of no ventilation output due to tidal volume levels being zero could not be confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device failed to deliver ventilation during patient use. The device's tidal volume levels were reportedly zero. The patient was provided manual ventilation by personnel until a backup device was obtained. The patient was then placed on the backup ventilator for care. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has attempted to contact the reporter in order to obtain additional information about the patient and then event; however, no response has been received.